Event description:
It was reported that when the patient presented after receiving a patient notifier, high, out of range high voltage lead impedance was observed. The device was reprogrammed.

Manufacturer narrative:
(B)(4).